Manufacturer narrative:
On 2020-01-09 it was decided to initiate a field action making software version 3.4mr2 mandatory for all abl90 analyzers. Software version 3.4mr2 scans the barcode three times (as opposed to once in previous versions). For barcode types without a check digit, this change may potentially reduce the risk of misinterpretation.

Manufacturer narrative:
The field 'labeled for single use?' Was by mistake not filled out in the initial and follow-up #1 MDR. This has been corrected in the follow-up #2 MDR.

Manufacturer narrative:
Based on the investigation performed it was not possible to determine the root cause in this case. The customer used a code-39 barcode, which do not have a check digit. A barcode without check digit can be misread, especially if the quality of the barcode is not good. It is reccomended that the settings of the barcode reader is changed in order to give improved reliability when reading code-39 barcodes. The latest released software version 3.4 mr2 for abl90 flex have improved reliability when reading barcodes.

Event description:
A customer reported that a doctor measured two blood samples from the same patient in a row on an abl90 flex analyzer. The two blood samples had the same barcode label according to information from the customer. However, the printouts obtained showed two different patient names, measurement results and patient ids where the digits [?]0' and [?]9' differed. One of the patient ids was linked to a patient that was born at the customer site two years ago.